Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable) was confirmed. As received, the electrode belt failed incoming testing. The ECG c&d cable was pulled from the strain relief, pulling the j704 connector. The cause of the pulled j704 connector was the pulled ECG cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.